Manufacturer narrative:
Device used for off label indication. The indication the device was used for was (B)(4). Concomitant products: product ID 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension; product ID 3093-28, lot # v386127, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3093-28, lot # v386127, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v386127, product type lead; product ID 3093-28, lot # v386127, product type lead. (B)(4).

Event description:
It was reported that after 11 months the device quit working. It was noted that the patient had the device checked and there was no stimulation at all. It was reported that the device was removed and replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was confirmed that the patient¿s implantable neurostimulator (ins) did not last longer than 13 months before it needed to be replaced. The patient could not feel stimulation and had a return of symptoms. The patient noted her ins broke and she didn¿t know why. During the replacement, the patient noted the healthcare provider (hcp) would go in but never found a broken wire and the stimulator looked fine.

Event description:
Additional information reported that no one has told the patient why this device failed. No broken wires or leads were ever discovered. It was noted that when the machine works (functions) the patient enjoy improved quality of life. Unfortunately, they seem to function for only 18 months or less.